Manufacturer narrative:
It was reported that the end-user experienced a fall during use of the rollator. The end-user stated that when she went to open her front door, her hand slipped from the door knob and then she experienced a fall onto her left hip. She stated that during the fall incident, the rollator rolled away from her and that the left rear wheel of the device was damaged. No damage to or issues with the rollator prior to the incident were reported. The end-user reportedly went to a local hospital emergency department (ed) where an x-ray was obtained. No acute findings were identified in the x-ray and she was discharged home from the ed after receiving an unknown pain medication injection and a norco prescription for pain management. No further medical treatment or follow-up care was reported. No sample has been returned for evaluation and a root cause was not determined at this time. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a fall during use of the rollator.